Event description:
Durng a cataract extraction procedure, the phacoemulsification handpiece could not be used because the strain relief was found to be split. Another handpiece was used to complete the procedure.